Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the pacing lead is ''no longer working''. The pacing lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the pacing lead is ''no longer working''. The pacing lead remains in use. No patient complications have been reported as a result of this event.